Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had a deformed cap.